Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® one use holder, an unspecified number of units separate from the needles when tubes are connected. No adverse impact was reported regarding the patient or user.